Event description:
Event description boston scientific received information that this ventricular lead was observed to have a loss of capture noted on telemetry, while hospitalized. The threshold test was around 2.1v during the commanded threshold test.